Event description:
The customer reported that the transformer for their pump in style device shattered when they took it out of the wall outlet.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to obtain add¿l info and for the return of the product, were unsuccessful. Should add¿l info or the original product be received. Resulting in new, changed, or correct info, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.